Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after the patient's surgical intervention on (B)(6) 2015, (reference MFR. Report#: 1627487-2015-26201), the patient experienced right leg weakness. The patient's scs system was not turned on and the patient was admitted to the hospital for observation. Follow-up information revealed the patient has been released from the hospital. It was also reported, the patient's leg weakness is improving and the physician suspects the weakness will resolve in time.

Event description:
Follow-up information revealed the patient has effective stimulation coverage, and the right leg weakness has improved. In addition, the patient began physical therapy to address the leg weakness.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.